Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer brought the chair in to the provider like this also with a ripped back upholstery.